Event description:
It was reported that the healing abutment screw fractured at the site.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided contact name and email address of reporter not provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One associated screw for a healing abutment was returned for investigation. Visual evaluation of the as returned product identified fracture around the threads. Functional testing could not be performed due to the nature of the device and event. No pre-existing conditions were noted in the per. The device was intended for tooth 36 and was in place for only 6 months. X-ray & picture evaluation: x-ray and picture images were not provided. Review of appropriate documentation: document reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: warnings and precautions. Per the applicable IFU, breakage/device failure may occur following improper techniques used and when device is loaded beyond its functional capability. DHR review: DHR review for the lot (1253781) had revealed no deviations nor non-conformance's which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1253781) for similar events (complaint category keywords: fracture: screw) and no other complaint was identified. Post market trending review: october post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.